Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a sigmoidectomy, the nurse noted that the device knife would not retract, but the jaws could still open. Another device was used to complete the procedure without incident. There was no pt injury.